Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages, exposed wire) has been confirmed. As received, the belt failed incoming testing. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire, causing failure. The cause of the test failure and the reported alarms was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving check te messages and had an exposed wire.